Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device showed the sutures and anchor detached from the inserter. In addition, the anchor was broken at distal end. The device had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the possible root cause can be associated with off axis insertion and levering during insertion. As per instructions for use (IFU), 1) inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. 2) do not apply a bending force to the inserter. This can damage the anchor or inserter tip. 3) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo showed the sutures and anchor detached from the inserter. In addition, the anchor was broken near mid-body. The device had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the possible root cause can be associated with off axis insertion and levering during insertion. As per instructions for use (IFU), 1) inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. 2) do not apply a bending force to the inserter. This can damage the anchor or inserter tip. 3) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during a rotator cuff repair procedure, it was discovered that the anchor on the 4.5 healix advance br w/ocord device broke off. All the broken parts were removed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.